Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to mfrs: 268569, 268577, 268582, 268588 and 268590.

Event description:
It was reported that while using the working element with the high frequency unit, the high frequency unit exhibited an error (instrument cannot be recognized. Upon checking the plasma electric cutting interface, it was found that the interface was loose and suspected that poor interface contact had caused the malfunction. The issue occurred during an unknown therapeutic surgery. The procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection. The investigation was based on the information given by the customer and field service engineer (fse). The fse confirmed the event reported by the facility. Based on the results of the investigation, it cannot be determined whether the internal contact in the working element is damaged or whether the secure fit of the electrode has not been checked in the working element as described in the instruction for use (IFU). The reported cause of the malfunction was the electrical interface had lost function / internal electrical contact fault. Olympus will continue to monitor field performance for this device.